Manufacturer narrative:
Block b3: exact date unknown, event occurred for months.

Event description:
It was reported that the patients ipg was unable to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.